Event description:
It was reported to philips that some of the system geometry movements were not available. The system was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis of procedure. The procedure was completed by moving the patient to another room. It was reported to philips that some of the system geometry movements were not available. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfiles remotely and found that the feedback is poor in the brake unit of the front arm. The philips field service engineer checked the system onsite and found an error related to the power supply (ad converter) in the operation control board of the arm. To resolve the issue, the fse replaced clea extension board 2 and adjusted this (spc4). The defective part was sent for analysis, for clea extension board no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.